Event description:
(B)(4). Initial information received from a nurse on 04-feb-2009: a patient (age and gender unknown) initiated therapy with poly-l-lactic acid (sculptra) (lot number and expiration date unknown) and experienced nodules. No further relevant information reported. Additional information for sculptra (lot number and expiration date - not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable. Additional information received from a medical doctor via hcp form, sculptra questionnaire and treatment notes on 10-mar-2009: a (B)(6) female received therapy from a physician's assistant with poly-l-lactic acid (sculptra) on four separate dates for fat atrophy. On (B)(6) 2007, she was numbed with two applications of topical benzocaine, lidocaine and tetracaine (blt) in addition to infra-orbital and mental nerve blocks with 4 cubic centimeters (cc) of lidocaine (xylocaine) with epinephrine and received a total of 1 vial of 6 cc's of poly-l-lactic acid (lot # a6015, exp. 30nov2008). She had been instructed to massage the injected areas for 5 minutes/5 times a day for 5 days. During her second injection with poly-l-lactic acid (lot # a6015, exp. 30nov2008), on (B)(6) 2007, blt was placed topically followed by bilateral infraorbital and mental nerve blocks. After preparing the area with alcohol, she received a total of 1 vial of 7 cc's of poly-l-lactic acid. During her third poly-l-lactic acid injection (lot # a7018, exp. 26jun2009) on (B)(6) 2008, the physician recommended that topical local cream be used to aid in anesthetizing the areas that was going to get injected on that day. A compound cream of blt at 20%, 5%, and 6% mixture was applied and after prepping the area with alcohol, the patient received a total of 1 vial of poly-l-lactic acid with a dilution of 5 cc's of sterile water and 2 cc's of lidocaine with epinephrine. It was again recommended that she performs massage 5 times daily for 5 minutes each for 5 days. On (B)(6) 2008, after the area was prepped with alcohol, she received her fourth injection of 1 vial of poly-l-lactic acid (lot # a7020, exp. 06jul2009) with a dilution of 5 cc's sterile water and 2 cc's of 1% lidocaine with epinephrine. A massage was recommended. All of the injections were basically in the same areas including the anterior and lateral malar areas bilaterally, the nasolabial creases bilaterally, and the marionette lines bilaterally. She did undergo poly-l-lactic acid treatment to the temporal area at her second injection on (B)(6) 2007 and to the right side on (B)(6) 2008. On (B)(6) 2009, the patient went for a follow-up visit to discuss a number of lumps and bumps that she had developed following poly-l-lactic treatment that she noticed in (B)(6) 2008. She had some palpable subcutaneous lumps in her face right side that were greater than the left. She felt that she had some discoloration to the skin and the right lateral malar area. She did have brown spots to the lateral aspect of the right cheek but feels that there is a larger area that corresponds to some extent with the areas that she is developing with some of the nodules. Upon examination, she had palpable and visible nodules approximately 8 mm in diameter in the right temple. She had a smaller one that was not so visible but certainly palpable in the left temple with discrete nodule approximately bb size palpable nodule on the right superior nasolabial crease area and a smaller one in the left superior nasolabial crease area. She had 2-3 smaller nodules in the left malar area that were not visible. The reporter believed that this was due to the poly-l-lactic acid. A steroid injection was given during the follow-up visit. After infraorbital block with 1% lidocaine with epinephrine approximately 2 ml to the right infraorbital nerve, kenalog-40 that was diluted to 2.5 mg in 1 ml of 1% lodocaine with epinephrine and to make sure to keep kenalog well dispersed and injected into the discrete nodule in the temple, the diffuse area in the right malar region as well as directly into the discrete nodule on the right marionette line area. Poly-l-lactic was not discontinued due to the events since the nodule formation occurred after injections. No biopsy nor blood or laboratory test had been performed. Medical history included non-specific gastrointestinal problems, a hemorrhagic ulcer (1995), chest pressure (2000), depression and loss of consciousness (fainting spell) in 2004. She is allergic to dust and pollen but no known drug allergies. No further relevant information reported.

Manufacturer narrative:
Additional lot #: a6015, a7018, a7020. Additional expiration dates: 11/30/2008, 06/26/2009, 07/06/2009. Additional implanted dates: (B)(6) 2007, (B)(6) 2008.